Event description:
The line was placed for 24 days, the pt came in late 2002 with a hole 1 cm above the hub. They went to remove the line and it separated and 4 cm stayed in the pt's arm. Only 49 cm came out. They are preparing to do surgical intervention to remove remaining portion.